Event description:
It was reported that the wire at the tip of the permanent cautery hook was frayed.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.